Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found with two damaged occlusion detector buttons. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be two damaged occlusion detector buttons. To correct the condition, two occlusion detector buttons were replaced per service manual. If any additional information is received, a follow up MDR will be sent.